Event description:
A patient experienced diabetic ketoacidosis due to missing segments with a one touch profile meter. In 2001, patient's fasting blood glucose was 114mg/dl on ot meter. Patient was vomiting and felt very weak. Patient reported that "the meter is missing segments. The first two numbers are easy to read, and the last number is questionable". Patient was taken to hospital, patient admitted and treated for diabetic ketoacidosis. Patient was requested to return ot meter for further investigation.